Event description:
(B)(4). Symptoms started with anxiety, getting more intense as time went by, resulting in hospitalization. Excessive bloating and pain in stomach. Excessive bleeding and pain during menstrual cycle causing anemia. Joint pain, back pain, constant headaches. Excessive weight gain, (B)(6). Due to anemia, had an ablation in 2013. Was told had cysts on ovaries which had to be removed. Now I have horrible stabbing pains in lower abdomen. And in my back.